Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and two reloads. Visual examination of the instrument noted no abnormalities. Visual inspection of the cartridges revealed that each loading unit was fully fired. The anvil of each loading unit was bowed and the knife bar assemblies were buckled. Additionally, each loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Each loading unit was loaded into the subject instrument for functional testing. Each loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each loading unit from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter telephone number: (B)(6). The patient required a laparotomy.

Event description:
According to the reporter, the device operator stated the staples did not hold leaving the anastomosis open. In order to fix the problem, the device operator had to use three additional staplers and converted the procedure to a laparotomy.